Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 50 mg/ml at 7.46 mg/day and clonidine at an unknown concentration/dose/frequency via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported magnetic resonance imaging (MRI) compatability guidelines were requested. There were no patient symptoms reported. It was unknown if this was a gradual or sudden change in therapy/symptoms. The pump flipped, and it was asked if this was related to the MRI. It was reviewed that a MRI should not cause a pump to flip. It was noted the pump was flipped back over. This occurred in 2010 or 2011. The exact event date was unknown to the reporter. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.